Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty will be revised for unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: unknown centralign stem catalog#: ni lot#: ni, unknown head catalog#: ni lot#: ni, unknown hg ii cup catalog#: ni lot#: ni, therapy date: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a primary total hip arthroplasty on unknown date. Subsequently, the patient was arranged for a revision surgery on unknown date, to swap the liner due to unknown reason.